Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site and replaced the mobile view station (mvs) computer. The imaging system then passed the system checkout and was found to be fully functional. The mvs computer was returned to the manufacturer for analysis. Analysis found the hard drives had become unseated and degraded. Analysis found the reported event was related to a computer component issue.

Event description:
Medtronic received information regarding an imaging system. It was reported the mobile view station (mvs) computer was showing a blue screen and was not booting. This issue was noted outside of a procedure, and there was no patient involvement.